Event description:
Patient was discontinuing IV antibiotic therapy, while the PICC line was being removed; it broke apart leaving a 5 cm fragment inside the pt's arm (the medial aspect of the distal left humerus). Nurse clamped the end of the catheter and asked the physician for assistance. Physician arrived, pulled the catheter and broke line. Pt was in stable condition.